Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5521-b-600, tri ts baseplate size 6, lot code: jbbh; cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mcu027; cat. No.: 3910-500-525, iconix 25 with intellibraid technology 2.3mm anchor with 2 strands 5 force fiber, lot code: 13123ae2; cat. No.: 5560-s-112, tri cemented stem 12mmx50mm, lot code: m8a29e; cat. No.: 5551-g-401, triathlon asymmetric x3 patella, lot code: 82nt; cat. No.: 5545-a-602, tri rm/ll tib aug sz6 5mm, lot code: er6vf6ed; cat. No.: 5515-f-602, triathlon ps fem component, cemented, lot code: jerka. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review confirmed all device accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Patients right knee was infected. Triathlon ps pulled and a scorpio ps with all poly tibia and antibiotic cement was implanted.

Event description:
Patients right knee was infected. Triathlon ps pulled and a scorpio ps with all poly tibia and antibiotic cement was implanted.